Event description:
The valve was placed over two years ago and was set at 100mm h2o. The pressure was decreased in increments of 10mm h2o over the past 2 years with final pressure at 60mm h2o. The pt still had large ventricles and persisted with symptoms. The valve was explanted.